Manufacturer narrative:
Per the instructions for use, device malposition is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimal valve calcification, narrow, calcified stj, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause of the malposition was determined to be significant leaflet calcification and narrow stj smaller than the annular diameter causing the valve to consistently shift ventricular during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure the sapien valve was positioned 50/50, but moved ventricular during deployment, landing in an 80:20 ventricular position. There was minimal pvl and mild central valvular leak. A second sapien valve was used and placed 60/40 within the first sapien valve, and shifted ventricular during deployment to a 70/30 ventricular position. Continued minimal pvl and mild central valvular leak was observed. A third sapien valve was opened but the decision was made to avoid deployment of the third valve due to the leaflet calcification and anatomic limitations of the stj. The patient remained hemodynamically stable throughout the procedure. Additional information revealed that the native leaflets were severely calcified and the aortic root was severely calcified. During the initial implant, the image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. During valve deployment, ventilation was held and pacing capture was not lost. The patients sinotubular junction was 20mm, and annular diameter was 21mm. The cause of inadequate valve position was discussed with all operators involved in the case and was determined to be significant leaflet calcification and narrow stj smaller than the annular diameter, causing the valve to consistently shift ventricular during valve deployment.